Manufacturer narrative:
Device manufacturer dates: battery pack - 10/2005. Battery pack - 11/2003. Battery charger - 12/2004. Monitor - 09/2005. Electrode belt - 04/2006. Modem - 05/2006. Device evaluation summary: device evaluations of the returned equipment have been completed. The reported problem was confirmed. The battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Battery pack passed all functional tests. Charger passed all functional tests. Monitor passed all functional tests. Electrode belt passed all functional tests. Modem passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement system.

Event description:
A male pt contacted lifecor customer support to report that one of his battery packs will not charge in the charger. He also reported that this pack got progressively warmer when he removed it form the charger and placed it on the countertop. The pt reports his charger is plugged into a two prong ac outlet rather than a 3 prong grounded outlet. The pt's system was replaced as a precaution.